Event description:
The customer's wife stated that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading read "high." The customer's wife stated that the basal rate was supposed to be set at 0.70 units an hour, but it was set a 7.0 units an hour, resulting in low blood glucose. The customer's wife was assisted with correcting the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.